Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred when the patient was disconnecting from the cycler after peritoneal dialysis therapy. The transfer set had been in use for six days. There was no report of patient injury or medical intervention associated with this event; however, the patient was treated with prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11:a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.